Manufacturer narrative:
Please note, that the following sections were incorrectly reported on the initial MFR report. And is being corrected on this follow-up #xx MFR report. 1. Section g: box 4, date received by manufacturer. H3 other text: placeholder.

Manufacturer narrative:
H10/11: previous MDR submission indicated "please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #xx MFR report. However, the follow-up #xx and MFR report# have been updated in this follow-up. Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02046. H3 other text: placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra guide sheath and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the cat6. While advancing the cat6 through a calcified lesion to make another pass, the physician kinked the proximal end of the cat6. Therefore, the cat6 was removed. The procedure was completed using a new cat6, a guidewire and the same sheath. There was no report of an adverse effect to the patient.